Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that, after a revision surgery was performed in the patient¿s right hip on (B)(6) 2021 (revision surgery covered under case- (B)(4)), the patient developed a surgical site infection. The adverse event was treated via a second revision surgery and an I&d process, in which the femoral head and the liner were explanted. The outcome of the patient was not reported.

Manufacturer narrative:
Internal reference number: (B)(4). H11. Corrected information in d1, (manufacturing site name and address). Internal reference number: (B)(4).